Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system y-type blood/solution set was involved in a downstream occlusion alarm incident. This occurred during patient infusion of blood using a sigma pump. The reporter stated that they did not know if the set or the pump caused the alarm. There was no visible air or occlusion with the set, and the set fit into the pump with no issues. It was unknown how the event was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.